Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error and she attempted to take out the battery. Customer did not know current blood glucose. Customer reported the device was splashed with water, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.